Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant doesn't stay charged for more than a week. Patient stated this has been going on for a couple months now. Patient said they were told by their doctor they would be able to go longer without charging, but now they have to charge every 4-5 days. Patient confirmed they have not had any falls or trauma. Patient mentioned their stimulation was adjusted to program 5 at 1.6. Patient also mentioned they have trouble connecting to the recharger. Agent reviewed recharging best practices with patient. Patient will charge implanted neurostimulators and will call back if they need further assistance.